Manufacturer narrative:
Insulin pump passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Updated the aware date.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer states the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting and the pump error did not clear. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.